Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac defibrillator system. The patient developed a pocket infection. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed no anomalies. Additional information has been received including patient demographics which have been added. It was further reported that the patient had a day in the hospital due to local infection in the pocket. At the follow up visit there were no further issues regarding the pocket. In addition the physician was noted to report the infection was not system related. The device remained in use. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.